Manufacturer narrative:
The device is returning for analysis; however, has not been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a perforation in the moderately calcified, moderately tortuous left anterior descending artery. The 3.5x16mm graftmaster covered stent was attempted to advanced; however, failed to cross due to anatomy. An unspecified device was used to successfully complete the procedure. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The stent delivery system (sds) was not returned; however, the stent implant was returned. The stent implant was dislodged from the balloon and returned inside of the distal portion of a non-abbott guide catheter. The reported failure to advance could not be replicated in a testing environment as it was related to operation context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance appears to be related to circumstances of the procedure. Additionally, a conclusive cause for the noted stent dislodgement could not be determined as no information regarding the stent dislodgement was provided from the account after multiple attempts were made. There is no indication of a product quality issue with respect to manufacture, design or labeling.